Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate and confirmed the reported issue. The stm replaced the executive processor board the iabp now boots properly. The stm then performed all calibration, functional and safety tests per factory specifications and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed to boot up and generated a loud alarm. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.